Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the suction cylinder appeared to be a circular object, possibly, the tip of the button but could not be removed and otherwise could not be identified. The root cause of the issue could not be determined. The event can be detected/prevented by following the instructions for use sections below: ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection¿. ¿gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the suction tube of the operation section of the evis lucera elite gastrointestinal videoscope had foreign material. The material was stuck and a cleaning brush could not be passed through. The material could not be visually observed. There was no delay and no procedure involved as the device was not used anymore. The scope could be reprocessed normally using an olympus automatic endoscope reprocessor. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was a sclerotic crystalline foreign material in the instrument channel, which could not be removed. Also, evaluation found that angulation was insufficient and the cleaning brush could not be inserted due to clogging of the instrument channel. This event is under investigation. A supplemental report will be submitted upon receiving additional information.